Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician stated the readings of hf sensor were not correlating with the patient¿s symptoms. The patient has gained significant amount of weight and exhibit shortness of breath. Additionally, the physician increased the diuretics and the patient developed acute kidney injury. Subsequently, the sensor was calibrated through right heart catheterization which resolved the sensor issue.